Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 7mm distal to the proximal end of the blades. One blade and pad was lifted for a length of 7mm from the proximal end. There were two kinks noted on the shaft, 122mm and 418mm from the distal tip. No further damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4).

Event description:
It was reported that during an unspecified procedure the blade lifted from the balloon. The lesion being treated was located in a dialysis graft / fistula located in the left arm. The physician ablated the target lesion with a 6.0mmx2.0cm/135cm pbc balloon and upon removal from the sheath observed that the blade had lifted from the balloon, but was still attached. The procedure was completed with an unspecified bsc angioplasty balloon. No complications were reported and the patient's status is fine.

Event description:
It was reported that during an unspecified procedure the blade lifted from the balloon. The lesion being treated was located in a dialysis graft / fistula located in the left arm. The physician ablated the target lesion with a 6.0mmx2.0cm/135cm pbc balloon and upon removal from the sheath observed that the blade had lifted from the balloon, but was still attached. The procedure was completed with an unspecified bsc angioplasty balloon. No complications were reported and the patient's status is fine.